Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported by the patient that ten infusions set cannula was kinked due to which hyperglycemia occurs after 3 hours of insertion. Infusion set was placed in thigh. High blood glucose level was displayed high and treated by correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.